Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported they had velcade syringes leaking at the texium/needle connection. The customer would like to know if there is an error in connecting the needle to the texium or if having the medication sitting in the syringe over night weaken the texium connection which leads to leakage. There was no patient harm.